Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: during investigation, the display was found to be blank at power up due to moisture damage. The pump had audible tones but no vibratory function. There was moisture observed on the display. A leak test revealed a display lens leak. There was evidence of moisture found inside the pump: moisture corrosion was found on all boards and on the display. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment and a base crack between the case seal and keypad. Testing on keypad button response was not able to be tested due to the blank display.